Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced blood glucose fluctuations with a reported low blood glucose of 39 mg/dl and a subsequent high blood glucose of 262 mg/dl attributed to missed meal announcements, which led the user to perform a factory reset without clinical guidance. This represented an improper procedure involving the user interface, and the agent advised consultation with a healthcare professional before future resets. Symptoms included irritability associated with hypoglycemia, hyperglycemia. Outcomes included medication required to treat the event and a minor illness or impairment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.